Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that, 4 months after two dental implants were installed in intraoral regions #6 and #5 their non- osseointegration was observed. Twenty ncm of primary stability was achieved and the implant was immediately loaded. The patient presented bone type ii.